Manufacturer narrative:
It was reported by the customer contact that on (B)(6) 2023 there was a "tear" noted on the foley bag after being placed on 9/17. It was reported that tape was placed over the tear at some point. On 9/21 it was determined to replace the catheter and bag. There was no injury reported related to the incident. A sample was requested to be returned for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Tear in drain bag.